Event description:
It was reported that the torque wrench from the assembly pan had slipped out of the groove of the cemented stem while locking it in. It was cold welded and couldn¿t get it off. Had to open another assembly pan and a new cemented stem. The wrench and the stem were being sent back for analysis. The doctor suggested that the wrench was either worn (which he didn¿t notice any evidence of it), or the metal was too soft to be able to contour that much. A surgical delay of 3-5 minutes was noted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was received for examination. Visual inspection of the device found it was jammed with the atun rev assem wrnch adaptor. Additional findings are wear markings on the stem grooves where the steam and the wrench became jammed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.